Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the attempted device was not retrieved. The physician believes it is in a stable location.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial:(B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively during the placement of the leadless implantable pulse generator (ipg), high thresholds were noted at four different locations. At the fifth location, when the physician decided to place the device, the tether could not be flossed. Later, it flushed, and the tether was attempted to be removed slowly. Resistance was felt when the tether on delivery system was attempted to be cut. The physician pulled the tether hard resulting in the device being dislodged. Loss of capture was noted. Attempt to retrieve the device using snare was unsuccessful. The leadless ipg system implant attempt was unsuccessful. An additional transvenous ipg system was implanted. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.